Manufacturer narrative:
Investigation pending.

Event description:
Pt self tester alleges precision issues. 1.2, 1.4, 1.9. The pt self tester alleges receiving much lower readings than they received at their doctor's office in previous weeks. The testing was done over a 5 minute period. Therapeutic range unk.